Event description:
It was reported that during a ptca/stent procedure, after post dilating a stent, the balloon was slow to deflate. After two attempts to aspirate with the indeflator failed, the balloon was removed partially deflated. Reportedly, there was no pt injury.